Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The reported field observation of insertion difficulty was not confirmed; the wire insertion test showed no blockage in lead lumen. Testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported insertion difficulties.

Event description:
It was reported that during the implant procedure, the physician was unable to insert the guidewire into the left ventricular (lv) lead without extreme force. The physician alleged that inner lumen of the lv lead must be blocked. The lv lead was exchanged and no patient consequences were reported.